Manufacturer narrative:
Date of death corrected from 09/10/2019 to no date populated.

Event description:
Reprise iii study, continued access cohort. It was reported that restenosis, valve thrombus, dyspnea, chest pain and hypertension occurred. The subject was enrolled into the reprise iii study in (B)(6) 2016 and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin and other antiplatelet medication. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive loading doses of aspirin and clopidogrel prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1190 days post index procedure, the subject presented to the hospital following dyspnea and chest pain on exertion. In view of the subject's history of coronary artery disease, left catheterization was recommended for further assessment. The subject was hospitalized in response to the event. Catheterization reports confirmed severe stenosis in the mid right coronary artery with moderate pulmonary hypertension. Additionally severe aortic valve stenosis with severely depressed left ventricular systolic function was also indicated with elevated mean gradient pressure of 40.2 mmhg and decreased valve area of 0.65 cm^2. The subject was recommended for a valve-in-valve transaortic valve replacement. However, on further evaluation in preparation for the procedure, the subject was found to have a thrombus on the valve. Hence the valve-in-vale was decided against. The event was considered not recovered/not resolved at the time of reporting. On unknown date, the subject was noted with thrombus on the valve. The event was treated medically. No additional information is available at this time. It was further reported that the subject decided to be treated with anticoagulant therapy, in spite of being at higher risk bleeding in view of a past massive gi bleed. The subject was further closely monitored for indication of thrombus clearing. The outcome remains unknown.

Event description:
(B)(6) study, continued access cohort. It was reported that restenosis, valve thrombus, dyspnea, chest pain and hypertension occurred. The subject was enrolled into the reprise iii study in (B)(6) 2016 and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin and other antiplatelet medication. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive loading doses of aspirin and clopidogrel prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1190 days post index procedure, the subject presented to the hospital following dyspnea and chest pain on exertion. In view of the subject's history of coronary artery disease, left catheterization was recommended for further assessment. The subject was hospitalized in response to the event. Catheterization reports confirmed severe stenosis in the mid right coronary artery with moderate pulmonary hypertension. Additionally severe aortic valve stenosis with severely depressed left ventricular systolic function was also indicated with elevated mean gradient pressure of 40.2 mmhg and decreased valve area of 0.65 cm^2. The subject was recommended for a valve-in-valve transaortic valve replacement. However, on further evaluation in preparation for the procedure, the subject was found to have a thrombus on the valve. Hence the valve-in-vale was decided against. The event was considered not recovered/not resolved at the time of reporting. On unknown date, the subject was noted with thrombus on the valve. The event was treated medically. No additional information is available at this time.